Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent biopsy (nos) due to cystocele, rectocele, enterocele and sui. It was reported that following insertion the patient experienced pain, anxiety and stress, discomfort, erosion requiring additional surgery, urinary problems and recurrurence. It was reported that patient experienced pain and mesh erosion and underwent mesh removal on (B)(6) 2008.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent surgical excision of vin I at the 9 o¿clock position, right vulva, laser photoablation of acatowhite changes, excision of small piece of posterior vaginal mesh on (B)(6) 2007.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.